Manufacturer narrative:
(B)(4). The customer observed no audible alarm when this issue was discovered.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the base circuit breaker on the right was broken off and they were getting a blinking red light. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the circuit breaker was broken. The fsr replaced the circuit breaker. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the "reset" button of the breaker to be physically broken, the breaker remained functional. The blinking light was likely due to a typical response to a set of batteries in a charge required condition which may have been related to the confirmed damage of the circuit breaker. It is unknown how long the damage to the circuit breaker had occurred and what affect this condition had on the batteries. Prior to the reported damage a review of past service shows no anomalies of required replacement of the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.